Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with insulin. Reportedly, the customer filled the cartridge with 220 units of insulin. There was no impact to the customer's blood glucose level and the customer used manual injections for diabetes management. During the call with tandem technical support, the customer was able to load a new cartridge successfully, but received an inaccurate fill estimate. The customer declined to load a new cartridge and indicated that the current cartridge would continue to be used. Multiple attempts were made by tandem technical support to see if the customer's issue had been resolved; however, no further information was provided regarding the event.